Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 478 mg/dl at the time of incident. The customer¿s current blood glucose value was between 400 mg/dl and 600 mg/dl. The customer did not experienced symptoms due to high blood glucose. The insulin pump was on auto mode at the time of incident. Customer stated that insulin pump had insulin flow block alarm for past five days and they changed eight sets. Customer stated that tip of the cannula was bent. Customer stated that insulin exited during 5 unit fixed prime and fill cannula. Troubleshooting was performed. No further patient complications were reported. The insulin pump will not be returned for analysis.